Event description:
Caller reported a segment problem on the display of the infusion device. Caller stated the issue is on the center of the screen. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).